Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot were performed and passed. Functional tests were performed and failed the vibrator test and accelerometer test. Manual functional "try it" tests were performed and failed. An internal visual inspection was performed and passed. The vibrator resistance was measured and was not within specification. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective speaker. No injury or medical intervention was reported.